Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to noise. It was noted that the ra lead exhibited good capture and in range impedance measurements. No additional adverse patient effects were reported.